Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible for the pfc sigmarp cv tb/in and pfc sigma c/r npor fem as the lot codes required were not provided. Review of the device history records and/or a complaint database search was not possible for the bone cement as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address instability, loosening of the femoral component at both interfaces with depuy cement having been used at the time of original implantation, osteolysis, and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.